Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect.

Event description:
Customer put a new pod on. A while later, she noticed her bg was high. She took a bolus and went to bed. When she woke up in the morning, her bg was still very high. She took an injection to bring it down. Her bg started to come down; so, she took a bolus with the pod. She then decided to change the pod. When she removed the pod, she noticed that there was insulin around the insertion area. She also noticed that the needle had not retracted and the cannula had not inserted. She activated another pod and no further problems were reported. The device's are being returned to the manufacturer for evaluation.